Event description:
The customer contact reported a disconnection. The tubing set that was connected to a clave port male adapter plug, which was connected to the pt's catheter was being used to deliver an unspecified volume of platelets. After an unspecified length of time in use, it was reported that the option-lok male adapter of the tubing set disconnected. It was reported that an unspecified volume of the platelets leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One opened device and one clave port male adapter plug were received connected and were evaluated. The devices passed testing. The option-lok male adapter of the tubing set remained securely connected to the clave port male adapter plug. No disconnections were noted.